Event description:
It was reported that the insulin pump had been exposed to moisture. The customer did not know the blood glucose reading. She stated that she had been riding in a raft and the boat flipped over. She observed fluid under the display. The customer stated that the insulin pump worked fine, but then it became stuck in the rewind/prime process. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had moisture damage on the electronic assembly, minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.